Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not launching application, saying component manager was not functional. A field service engineer (fse) determined there was a database issue. So, the fse cleaned up database and completed data synchronization. The customer verified the device functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers and tower on device were not detected and device displayed 'error initializing device manager message' on screen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.